Manufacturer narrative:
Product event summary: controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A controller fault alarms was confirmed via review of the controller log files, which confirmed the reported event. However, the problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. The controller was in use when the reported event occurred. The circumstances of the event and the controller log files are consistent with the internal investigation, which is a diode with high leakage current on the automatic power switch circuit. An incidental finding was that the controller failed functional testing because a foreign label had been placed over the speaker port. Once this was removed the controller passed the alarm loudness test. The probable root cause is a diode with high leakage current on the automatic power switch circuit. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller fault was detected in the log files. Controller was swapped from stock. No patient complications have been reported as a result of this event.